Event description:
It was reported, a nail was implanted in a man (good physical condition) in 2007. The nail was found to be broken through the hole for the lag screw. Pt was revised.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.